Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and infrarenal aortic extension on (B)(6) 2013. A routine follow-up CT scan revealed a leak of unknown origin. Also, the aneurysm sac has grown to 6cm from 5.1cm at the time of implant. The physician is likely bringing the patient back for an angiogram.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to refute the reported indeterminate endoleak complaint, and rather there was a type iiib endoleak of the main body. The complaint is most likely device-related (use of strata material). Procedure-related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest a type iiib endoleak occurred that was not included in the event as reported. The endoleak was discovered on (B)(6) 2018 during review of the 63-month post implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: remove PMA/510k.